Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for explant of a right ventricular lead due to a change in pacing impedance. The lead was explanted and replaced. No further information was available.